Manufacturer narrative:
Concomitant medical products: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. The connector was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The returned connector was dented along one side and on the face. A continuity test reveal an open at pin seven. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system had a bad bulkhead connector, but the site was still able to load exams on the system. This issue was noted outside of a procedure, and there was no patient involvement.